Event description:
It was reported that patient experienced cylinders rupture through the corporal bodies and were sitting in the scrotum. The patient's inflatable penile prosthesis (ipp) was removed and a new ipp was implanted. The patient had a good outcome. The physician and the sales representative don't have any further information, additional information will be provided if it becomes available.